Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged during an open heart surgery for valve replacement approximately four years ago. The exact date of the dislodgment was unknown. The lead was capped and abandoned during a routine device change out procedure. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.